Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they ran an impedance check, which determined that contact (B)(6) had high impedances greater than 10,000 ohms and all other contacts were within normal limits. The manufacturer representative stated that the patient¿s stimulation was still covering in painful areas as before. However, the patient has had to run their stimulator at a higher intensity to help with their pain. It was unknown what plan of action the patient¿s healthcare provider (hcp) had for them. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell backwards and struck the battery site on a doorknob. The patient reported pain at the site of the battery and pain in the legs. No diagnostics/troubleshooting had been performed as of (B)(6) 2017. The patient was in contact with her neurosurgeon to schedule an appointment and the patient was to let the rep know to be present at the appointment and run an impedance check. No actions/interventions had been taken yet to resolve the issue as of (B)(6) 2017, and the issue was not resolved. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with injury. The issue occurred during normal use.